Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the backlight lit but no information shown on the display was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with the backlight lit but no information shown on the display. This condition was found upon power up of the device in the oncology ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.